Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified the cause as a shorted transistor. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50

Event description:
A customer reported that their AED would not power on. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 12/20/2019 and placed into service on (B)(6) 2020 with battery pack serial number (B)(6). Customer's failure to promptly address red asi warnings reduced battery life expectancy.